Event description:
Caller reported that on (B)(6) 2012 customer received a reading of 108 mg/dl on her adc meter which was lower than a reading of 331 mg/dl obtained on a competitor brand meter. Caller was not able to provide the exact time when these readings were obtained, but noted that both readings were taken around 9:00 am. Caller further reported that later at 12:00 pm customer experienced symptoms that were described as "sleepiness, and discoloring of the skin" and that paramedics were called and transported customer to a local health care facility. It was further reported that around 3 pm a reading of 113 mg/dl was obtained on customer's adc meter which was lower than a reading of 500 mg/dl obtained on unspecified hcp meter. Customer was diagnosed with hyperglycemia and treated with "blood infusion, insulin drip administered at 5:00pm". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1177266) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer returned meter serial number (B)(4). The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: customer's weight is unknown. (B)(4).